Event description:
It was reported that during a mandible fracture repair procedure, the surgeon was inserting the screw into the maxilla and the head of the screw snapped off. The head was retrieved, the shaft of the screw remains implanted in the patients bone. The procedure was completed with no further problems, and no harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The product evaluation visual inspection revealed that the screw was broken mid shaft. The head of screw with a portion of remaining threads was returned for evaluation. Visual examination is consistent with product complaint. Since no issues were found during dimensional analysis on features that could be inspected and no lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).